Manufacturer narrative:
Upon review it was determined that the issue was against/caused by a non-fresenius product. As such, MFR report number 2937457-2017-01326 is being retracted.

Event description:
Upon review it was determined that the issue was against/caused by a non-fresenius product. As such, MFR report number 2937457-2017-01326 is being retracted.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
A user facility reported of blood becoming occluded in a baxter dialyzer upon initiation of treatment. Blood was unable to pass, leading to back pressure and blood to fill the saline bags. There was no patient harm or adverse event reported during this event. Additional follow-up was made with the clinic manager, who stated the hemodialysis (hd) patient was connected to a 2008t hd machine when an occlusion within the baxter dialyzer was observed. The clinic manager stated it was unknown what caused the occlusion. The serial number was not provided. The clinic manager stated the dialyzer was able to be successfully primed. No damage to the baxter dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was not provided. The clinic manager stated the fresenius 2008t machine and bloodlines appeared to have been functioning properly at the time of the event. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies with a new baxter dialyzer from the same lot on same machine without issue. The patient dialyzed 3 times a week.